Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they need a battery replacement. There was no reported patient involvement.